Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately. The medical affairs specialist was unable to contact the pt to obtained info. The pt stated that on april 13 at 3 am, he obtained readings of 361 and 321 mg/dl performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results is within the expected value of <=20%. The patient took an additional 5 units of humalog at that time. Sometime after that, the patient experienced symptoms of sweating and rapid heartbeat. It would be helpful to know why the patient decided to take extra insulin, the patient's normal dosing regime, whether the symptoms were typical of high or low blood sugar, when the symptoms started, whether the patient treated those symptoms, and how long after treatment it took for him to feel better. The customer service rep determined during the troubleshooting telephone call the pt's testing technique was correct. The meter was set to the correct unit of measure. The results were verified in the meter memory. This complaint is being reported because the pt claimed he obtained elevated readings on his meter, took additional insulin, and felt symptoms that can be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.